Event description:
It was reported that the patient received extra shocks (inappropriate therapy). An abrupt impedance rise to greater than 3000 ohms and oversensing were also reported. The lead was capped. No further patient complications have been reported as a result of this event. It was further reported the lead was capped most likely due to a fracture.

Manufacturer narrative:
Other: it was reported that the patient received extra shocks (inappropriate therapy). An abrupt impedance rise to greater than 3000 ohms and oversensing were also reported. The lead was capped. No further patient complications have been reported as a result of this event. It was further reported the lead was capped most likely due to a fracture. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.